Event description:
It was reported that the patient received a vibratory alert for low, out of range high voltage lead impedance although trends appeared normal. It is suspected that the measurement was erroneous. Since the event, all lead measurements have been stable and in-range. The lead remains implanted. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.